Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer's blood glucose level at the time of the incident was 409 mg/dl. Customer's current blood glucose level was 450 mg/dl. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.